Manufacturer narrative:
Findings: pump received with blank display due to corrosion on lcd board. Unable to verify button keypad anomaly due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer's parent reported via phone call indicating that they had issues with the keypad on the insulin pump after the customer vomited on the device. The customer's blood glucose level was unknown at the time of the incident. The caller attempted to wash the insulin pump and exposed the device to moisture. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.